Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels. Customer was wearing insulin pump and was given insulin during hospitalization. Blood glucose level was 454 mg/dl at time of hospitalization. Customer verified infusion set and reservoir securely attached. Next, the customer was asked to manually push plunger on reservoir. Customer verified insulin exiting tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.